Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the lead position was revised due to high threshold. Threshold was as high as 5v @ .5msec. Rep stated md is dr. John zimmerman, and reposition this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)